Manufacturer narrative:
(B)(4). The analysis found that the long60a device was received with the closing trigger and anvil in the closed position, the knife partially advanced with the device locked in the articulated position and with a gst60b cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and the knife was noted to be buckled. The cartridge was removed from the channel and found to be fully loaded with all staples left in the cartridge. The sled in the cartridge was observed to be partially advanced with remnants of tissue on the cartridge deck above the sled. As the sled and the knife were partially advanced the device would not de-articulate until the knife was returned to the home position nor would the anvil and channel open up. There was biological material left on the cartridge deck and inside the cartridge pan, but it could not be confirmed if the material left in the cartridge contributed to the knife being unable to completely return to the home position. Based upon the location of the sled it appears that the sled was stopped early in the firing cycle and then was unable to restart as the device locked out. There was no damage found on the anvil. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what is the surgeons experience with device? / surgeon uses the products since 6 months was the device difficult to close?/ device was locked during the first try. Reverse button was opened by pulling the knife back. Device was closed and fired again without changing the cartridge. Device was locked again and the reverse button did not work. Was the surgeon able to complete any of the firing strokes?/ no. What additional troubleshooting steps were taken by surgeon to open the device?/ they tried opening the jaws by pressing the reverse button. The button malfunctioned. How was the device eventually removed from the patient?/ by switching to open surgery. What is the current patient status?/ the patient died 2-3 days after. Does the surgeon believe that the patient death is related to the issues with device during procedure? The surgeon doesn't think that the incident happened due to the device.

Event description:
It was reported that during colectomy surgery, the device was locked on the intestine tissue, and didn't cut. Reverse button malfunctioned so the blade couldn't withdrawn. The surgery switched from closed to open.

Manufacturer narrative:
(B)(4).